Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a keypad anomaly and battery out limit on the insulin pump. The customer's blood glucose level was 138 mg/dl. The troubleshooting for keypad anomaly was performed. The customer stated that the insulin pump would not allow him to rewind because of the battery was low and the act button would not respond. The customer insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instruction. The troubleshooting to out limit battery was performed. The customer was advised to monitor the insulin pump.